Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Section e1: initial reporter first & last name: information unknown/not provided. Section e1: email address: unknown/not provided. Section e1: telephone number: unknown, information not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the scrub nurse found it very difficult to engage the blue screw handle of the preloaded iol and could see it was going to one side and not picking up the lens. When she did engage the new iol and push the lens through, it was found to be missing one haptic. There was no patient contact. No further information available

Manufacturer narrative:
Section d9: device available for evaluation: yes, date returned to manufacturer: 17 june 2024 section h3: device evaluated by manufacturer: yes, device evaluation: visual inspection of the complaint device reveal that it was received with the plunger rod advanced. The cartridge tip was observed to be damaged. Viscoelastic residue was distributed the length of the cartridge. The lens module was inspected and no damage was identified; however, viscoelastic residue was identified in the lens module. A haptic was also in the lens module. Device assembly was inspected and no issues were identified. The plunger rod advancement was inspected and no resistance was felt. The lens was cleaned and the lens was completely torn at the haptic optic junction which removed the haptic. The edge of the lens was also damaged. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review for this production order (po) shows that the units were released within specification. No nc/ER was found as part of this manufacturing records review. For complaint history review, a search of complaints related to this production order (po) was performed in the system. The search revealed that no other complaints were received for this po. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.